Manufacturer narrative:
No conclusions can be drawn.

Event description:
A pt contacted our firm to report that while wearing acuvue 2 contact lenses, the pt experienced irritation. The pt had seen an optometrist and was given a prescription for antibiotics for an "infection." The pt reported continued irritation and saw a second optometrist who also treated the pt with antibiotics for an "infection." The pt said the symptoms continued and the pt saw an ophthalmologist. The pt said the ophthalmologist diagnosed the pt with scleritis, and the pt is currently being treated with different medication for the scleritis. The pt said, the ophthalmologist said the scleritis could be associated with contact lens wear. At this time, we have not received any information from the optometrists or the ophthalmologist. The product has been requested for evaluation. Any further information will be reported within 30 days of receipt. MDR events are reviewed at quarterly management review meetings.